Event description:
It was reported that the patient (pt) was having difficulty getting connected and staying connected and how long it takes to recharge when using their wireless recharger to charge their ins battery since a week after implant. Pt said they have worked with the medtronic representative (rep) twice and when they saw their doctor and told them how long it takes to recharge they were told by their doctor to get in touch with the rep. Pt said they texted the rep who told them to call patient services. Pt said sometimes it connects immediately and other nights it takes like 3 minutes. Pt said last night when they started to charge their ins was down to 50%and it took an hour and 15 minutes to charge but they normally charge every night for about 30 minutes. Reviewed some recharging best practice and pt started a charge during the call. Pt was successful to connect right away and the charger did not disconnect during the duration of the call. Pt reported seeing "good" connection", the ins was at 75%. Pt said they normally get good connection, they use the drape and do not charge over thick clothing. Reviewed with pt since the equipment was working as expected and did not have any issues during the call, the next step would be to have the system evaluated in person. Recommended contacting the rep to set an appointment to determine the cause of the recharging difficulty and resolve it. It was reported that the cause of the implant connection and longer recharge issue was no determined, but the issue has been resolved. Additional information received from the consumer reported they were having issues with their wireless recharger which had been going on since january 2022 with the implant taking a long time to charge because the recharger had issues connecting with and staying connected to the implant when it was right over it. The consumer stated the implant wasn¿t tilted, but it was protruding to where they could see it. During the call the consumer did a hard reset of the recharger off and on the dock, but the recharger still wouldn¿t connect with the implant as they continued to get the ¿searching¿ screen when they tried to enter the recharger app. The consumer then got the recharger not found screen. The consumer then mentioned they felt their shaking return and it felt like therapy had turned off during the call, but they then noted it could be because they were nervous because it stopped with no interventions and their implant had been charged to 75% the night prior. The wireless recharger was going to be replaced due to the issue.

Manufacturer narrative:
Section d10 references: product ID wr9200 serial# (B)(6). Product type recharger product ID cd9000 serial# (B)(6). Product type multiple therapy product this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.